Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with pacemaker mediated tachycardia (pmt) from their implantable pacemaker. Clinician reported that patient is symptomatic to the treatment that breaks the pmt. Programming changes were recommended to a healthcare provider. No patient condition after the event was reported.